Event description:
Lead management case to extract two leads due to malfunction. Both leads were prepped with an lld ez. The implant duration of the leads was greater than 15 years resulting in a difficult extraction and requiring multiple tools; however all leads were extracted during the procedure without apparent incident and new leads were implanted. A few hours after the procedure the patient's condition suddenly declined so a CT was performed which revealed bleeding from the svc/ innominate junction. A pericardial window was performed and the patient's blood pressure stabilized. The patient survived the intervention and was discharged. Since to bleed was not identified during the procedure it is not possible to determine which size laser sheath may have contributed to the tear.